Event description:
"Magnesium sulfate was infusing. Pump programmed properly, medication completed before timeframe that was entered" into the pump. A 50ml of mag. Sulfate was to infuse in over 4 hours, it infused in 2 - 2.5 hours. Mag. Sulfate was piggybacked into 100ml of 0.9% sodium chloride. Information from (B)(6) clinical nurse educator and (B)(6), biomed. Pump log history pulled, viewed by (B)(6) determined that parameters of infusion entered correctly, therefore report filed for pump. (B)(6) states that perhaps the piggyback solution might have backed up the primary tubing, overriding the back check valve, she has the set saved, describes set that was being used with the pump was 2 y-site ultrasite set. I concluded it was IV set us3130, no lot number available. (B)(6) has sample of this set with piggyback set (unk product) attached and IV bags.

Manufacturer narrative:
Reported complaint has not been investigated at this time. No device has been received. After 3 attempts to receive device have failed the complaint will be closed. If device is received the complaint will be reopened, if closed due to no device received. This complaint is being evaluated in conjunction with the original complaint filed by the customer concerning a potential issue with the tubing set. The mfg report numbers are 9614279-2014-00050 (occurrence #1) and 9614279-2014-00051 (occurrence #2), b. Braun medical inc. Internal report # (B)(4). No further information is available at the time of this report.